Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other four perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in both the right common femoral artery (rcfa) and the left common femoral artery (lcfa) via 6 fr sheath; however, 5 proglide devices failed using the pre-close technique prior to an abdominal aortic aneurysm (aaa) hybrid procedure. Reportedly, the type of failure cannot be recalled. The sutures of four other proglides were successfully pre-placed prior to the procedure, two in the rcfa and two in the lcfa. The aaa procedure was completed and hemostasis was achieved using the sutures of the four other proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.